Manufacturer narrative:
Please note that device was expired at the time of use. The device in question is not returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. No root cause can be determined. If further significant information is found, a supplemental report will follow.

Event description:
It was reported that treatment was attempted on a lad and diagonal bifurcation lesion. During the procedure, it was noted that the tip of the catheter was disconnected and left in the guiding catheter. The tip was retrieved from the anatomy successfully by pulling the whole catheter and guidewire immediately. The patient is reported to be doing well at this time.